Event description:
It was reported that pt received inappropriate hv therapy due to oversensing of noise on the ventricular lead. A new lead was implanted and the lead was partially capped. The defib portion of the lead remains active. The device was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.